Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator generated alarms for low o2 concentration during patient treatment. There was no patient harm. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The ventilator was investigated on site and the nozzle unit in the o2 and the air gas module were replaced by the hospital biomedical engineer. The replaced nozzle units was discarded by the hospital. Evaluation of the received device logs shows no indication of the reported problem.

Event description:
Importer ref. #: cc-cpl-2019-00033. Manufacturer ref. #: (B)(4).